Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar suddenly was not working. There was error message c-34 on erbe iesu. Several errors 25913, c-34 but also m-11 and m-92 were present in live logs. Surgery had been going on for approximately 3 hours when the call came in, and caller reported that monopolar had worked fine until then. Bipolar and vessel sealing was not affected. Intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller to restart the erge generator, but this did not resolve the issue. Surgeon was resuming surgery using bipolar and vessel sealer and the procedure was completed with no patient injury reported. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. The generator and system initially powered on without errors and was fully functional for 2 hours before error occurred. The issue could not be resolved, and vessel sealer was used to continue the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse confirmed the reported issue and noted c-34, m-11 and m-92 errors. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu for evaluation; however, evaluation is not complete as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is received. A system log report review was performed. Per the review, the following was confirmed: system serial #(B)(4), event date (B)(6) 2022, console surgeon name, and procedure name low anterior resection (lar)/general surgery. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the monopolar energy was not working, and the integrated electrosurgical generator unit (esu) was in an unacceptable state after the start of the procedure. Also, complaint investigation confirmed that the field service engineer (fse) replaced the iesu to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Event description:
Refer to h10/h11 for follow-up information.